Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 6294176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter, translated from chinese to english. Verbatim: ¿the patient, female, 71 years old, with recurrent cough, asthma for 10 years, aggravation for 7 days, was admitted to hospital with bronchitis. Poor spirit, coughing and wheezing. According to the doctor's advice to fight infection, cough, phlegm, asthma and other drugs. Because of the poor condition of the patient's vein, the family asked to use the indwelling needle. On (B)(6) 2020, the nurse prepared the infusion for the patient, opened the intravenous indwelling needle with complete package within the effective period, and conducted safe aseptic operation. The indwelling needle puncture was successful. When the infusion was connected to the infusion set, leakage was found at the indwelling needle, and the indwelling needle was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the patient, female, (B)(6) years old, with recurrent cough, asthma for 10 years, aggravation for 7 days, was admitted to hospital with bronchitis. Poor spirit, coughing and wheezing. According to the doctor's advice to fight infection, cough, phlegm, asthma and other drugs. Because of the poor condition of the patient's vein, the family asked to use the indwelling needle. On (B)(6) 2020, the nurse prepared the infusion for the patient, opened the intravenous indwelling needle with complete package within the effective period, and conducted safe aseptic operation. The indwelling needle puncture was successful. When the infusion was connected to the infusion set, leakage was found at the indwelling needle, and the indwelling needle was replaced immediately.